Manufacturer narrative:
Phone (B)(6). Device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a system fault. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
D9: device received on 7/15/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional tests were performed, and the reported problem was duplicated. The most probable cause was an intermittent motor. The motor was replaced to fix the issue.